Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(6) bluetooth device pairing test was performed and the transmitter failed. Performed the transmitter functional tester: passed relevant testing. The share log was reviewed and the transmitter failed as a "loss of connection" gap was present in the log. The customer complaint of loss of connection was confirmed through the data share log. The root cause could not be determined as the reported allegation could not be reproduced with the return transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation was completed and confirmed loss of connection on (B)(4) 2017. The reported event loss of connection was confirmed with share data review. The root cause could not be determined post investigation.